Event description:
A dentist was positioning a helios dental light for use when the light unscrewed from the column assembly and fell down towards the floor hitting the doctor on the head. The doctor received a contusion and swelling under her eye and is experiencing neck stiffness.

Manufacturer narrative:
Upon evaluation by the local pelton & crane representative it was determined the roll pin was not installed by the distributor during installation. The roll pin will prevent the light from unscrewing from the pole after installation. The pelton & crane installation instructions clearly states to properly install the roll pin during installation of the track light. The installation instructions also list warnings to insure the roll pin is properly installed.